Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high impedance and was unable to capture. It was also noted that the ra lead was possibly fractured. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.